Event description:
The customer reported a loss of patient image data and vascular imaging functionality. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed and onsite investigation. The cine drive connections were evaluated and reseated. The cine hard disk drive was also reformatted. The system was tested and found to be working as intended and returned to service.